Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps (fbf) instrument to perform failure analysis (fa), which confirmed the customer reported complaint. The instrument was found to have a damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test, and passed engagement, recognition, bumper test, intuitive motion test, and energy delivery on in-house system. Further inspection did not find any abnormally sharp or damaged components that could have contributed to the cable breaking; and there was no thermal damage observed.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the fenestrated bipolar forceps (fbf) instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the system logs does not show any fbf instrument with part #471205-17 and lot #k10240613 was used at the site on the event date provided by the customer of 30-aug-2024.

Event description:
It was reported that during a da vinci-assisted surgical procedure; the patient experienced a burn in the area where the fenestrated bipolar forceps (fbf) instrument was used. When the surgeon was re-positioning the camera, the part below the branches with the black sheathing was resting on the bowel and had caused a burn. The following information is unknown: the severity of the burn injury and what medical intervention (if any) was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.